Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - failed to follow therapy steps issue. Complaint is confirmed because it was reported during trouble shooting of an alarm system error 2240, patient disconnected self from the patient line with out following proper disconnect procedures. The cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
The customer contacted baxter's service center reporting a system error 2240 (air in set) during drain 4 of 10 on the homechoice (hc). The home patient (hp) had disconnected from the hc and did not follow proper disconnect procedures. The hp reconnected after the error occurred and cycled the power off/on to clear error 2240, which was followed by a system error 2367 ending therapy. The technical service representative (tsr) had the hp disconnect using aseptic procedures and remove cassette. The hp to notify the peritoneal dialysis (pd) and start over with new supplies. Product surveillance (ps) spoke with the peritoneal dialysis nurse (pdn) on (B)(4) 2012 regarding the use error. Per the pdn, the home patient (hp) did follow up with her regarding the alarm and the disconnect/reconnection without using aseptic technique. The pdn advised the hp of the correct procedure. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.